Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient was presented for a device check the day after implant procedure, upon interrogation, the left ventricular lead exhibited loss of capture. The lead was reprogrammed. On (B)(6) 2015, chest x-ray was performed and revealed that the lead was stable. The patient was in stable condition and would continue to be monitored.